Event description:
It was report that the patient had a new device implanted two months ago, in (B)(6). For the past three to four weeks, the patient has been experiencing an increased surging sensation up to her head. The sensation first only occurred when the patient turned her head, but now sensation has happened even when she is sitting. She also stated that she had frequent falls and had lifted many heavy objects. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received that reported the manufacturer's representative reprogrammed the patient's implantable neurostimulator and resolved her jolting sensation. The representative followed up with the patient two weeks later and she had no further problems.

Manufacturer narrative:
Product ID: 7495lz66, serial#: (B)(4), implanted: (B)(6) 2002; product type: extension, product ID: 7495lz66, serial#: (B)(4), implanted: (B)(6) 2002; product type: extension, product ID: 7435, serial#: (B)(4); product type: programmer, patient, product ID: 3998, lot#: la6498, implanted: (B)(6) 2002; product type: lead. (B)(4).